Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Event description:
It was reported that the patient presented to the hospital with right ventricular (rv) lead loss of capture at atrioventricular block iii and a cardiac resynchronization therapy defibrillator (crt-d) interrogation revealed there was high rv lead pace/sense impedance and loss of capture due to oversensing of noise and rv undersensing. It was noted there was inappropriate pacing from the crt-d due to loc and the pace/sense portion of the rv lead was replaced; the high-voltage coils of the rv lead remain in use. In addition, it was noted the crt-d exhibited premature battery depletion at the revision procedure and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Correction: model #/lot # and describe event or problem. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with right ventricular (rv) lead loss of capture (loc) at atrioventricular block iii and a cardiac resynchronization therapy defibrillator (crt-d) interrogation revealed there was high rv lead pace/sense impedance and loss of capture due to oversensing of noise and rv undersensing. A fracture of the pace/sense portion of the rv lead was suspected. It was noted there was inappropriate pacing from the crt-d due to loc and the pace/sense portion of the rv lead was replaced; the high-voltage coils of the rv lead remain in use. The physician noted the friction part of the pace/sense rv lead was close to the connector. In addition, it was noted the crt-d exhibited premature battery depletion at the revision procedure and the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.